Manufacturer narrative:
(B)(4). Information was received from a health professional who is not required to complete form 3500a. No device or photos were received; therefore the condition of the device is unknown. Device history records for the lot code associated with the reported device were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. Based on the manufacture date of july 18, 2013, the device has a potential field age of 2 years and 3 months. A definitive root cause cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the lateral alignment guide broke upon insertion.